Event description:
Caller reported that a test was performed on the finger with the freestyle meter and a reading of 314 mg/dl was received. Insulin was administered based on this reading. Approx 2 hrs later, the customer passed out. A freestyle test was performed at that time with a result of 139 mg/dl. The paramedics were called and they received a reading of 49 mg/dl with their unknown brand meter upon arrival. The customer was transported to the hosp where an i.v. Was attempted with no success. The customer was then given a liquid of an unknown substance. The customer was released once glucose levels were raised and stable.